Manufacturer narrative:
The product is not available for evaluation and testing.

Event description:
During a coronary stenting procedure, the balloon of the 3.5x23mm cypher stent ruptured at 10atms. The physician postdilated without any issues. There was no reported patient injury.